Event description:
It was reported that pt experienced chills, shiver and a sensation in feet and hands two minutes after start of a rc-map transfusion through the device. After discontinuation of transfusion, no pt sequelae were reported.